Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a single patient that was generated by the access instrument. The elevated accu tnl result was 0.743ng/ml. The customer did not provide any additional information regarding the elevated accu tnl result. During the event investigation by beckman coulter, the customer indicated that the patient sample was also tested for ckmb and the result was in the low end of the reference range. Based on the normal ckmb test result, the customer questioned the elevated accu tnl result was 0.040ng/ml (the ckmb was also repeated and the result repeated in the normal range). The customer did not provide any additional information regarding the repeated results. There has been no change to patient treatment or any injury that can be attributed to this event.